Event description:
Customer reported a past low blood glucose event with a lowest level of 43 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Customer consumed carbohydrates to address the issue and received normal assistance from a third party without needing additional support. Control-iq feature was active during the event. Tandem technical support advised the customer to consult a healthcare provider to discuss factors affecting blood glucose levels, and the customer understood and acknowledged the recommendation.